Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). During baxter's review of the event history, it was discovered that failure code 199:117:284:0000 does not interrupt delivery.

Event description:
During baxter's review of the event history for another report, it was discovered that failure code 199:117:284:0000 occurred during infusion, which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 5.09.90, categorized as remediated.